Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they had been in the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod 72 hours or longer. The patient mentioned they had low blood sugar while at the grocery store and ate an ice cream bar. Patient states their bg level kept rising so they ate lunch and went on a walk; glucose levels continued to rise. Symptoms reported include vomiting. No formal diagnosis was given; however, ketones were present. The patient was treated with several bags of intravenous fluids and shots of insulin. The patient left the ER the same day around 9pm.